Event description:
The following "publishment" was reviewed: title: early results of expanding the anatomical indications for using a gore iliac branch endoprosthesis to treat aortoiliac and iliac aneurysms source: surgery today, published online: 25 november 2020 [purpose] to assess the safety and anatomical suitability of using a gore iliac branch endoprosthesis (ibe) in aortoiliac and iliac aneurysm repair. [Methods] between july 2017 and february 2020, 144 patients were treated with evar at two institutions. We evaluated the early clinical outcomes and suitability of the IFU criteria, retrospectively, regarding all patients undergoing endovascular repair with a gore ibe for aortoiliac and iliac aneurysms after expanding the instructions for use (IFU) criteria at the two institutions. A total of 20 japanese patients underwent evar using the gore ibe. The study population included 17 men (85%) and 3 women, aged 61¿88 (76.5 ± 5.9) years old. Eighteen patients (90%) had an aortoiliac aneurysm and two (10%) had an isolated iliac aneurysm. [Results] six patients (30%) met all the IFU criteria. Anatomical suitability according to the IFU criteria for the collective total of 21 ibe limbs was confirmed for 10 (47.6%) proximal common iliac arteries, 21 (100%) external iliac arteries, 18 (85.7%) internal iliac arteries, and in the length from the lowest renal artery to the iliac bifurcation in 15 (71.8%) patients. Assisted primary technical success was achieved in all patients with various bail-out techniques. We performed three unplanned bail-out techniques during the operation. There was one intraoperative complication; namely, renal artery stenosis, which was treated successfully with an additional bare stent in the renal artery. One patient was treated using an additional bridge device for a type 3 endoleak, and one patient was treated using the vbx device for a stenotic iia. The primary and assisted primary technical success rates of endovascular repair were 85% and 100%, respectively. The hospital survival and 30-day survival rates were both 100% and there were no major adverse events. Postoperative CT showed no type I and iii endoleaks; however, six patients (30%) suffered a type ii endoleak from the lumbar artery. During 30 days of follow-up, one patient (5%) required bare stent insertion on day 7 after evar as a result of severe stenosis in the ipsilateral limb caused by a small terminal aorta. There was no occlusion of the ibc device. [Conclusion] the gore ibe can be implanted safely and effectively with various bail-out techniques to repair aortoiliac and iliac aneurysms in japanese patients, even though only a small percentage of these patients meet the IFU criteria. Stenosis developed in the ipsilateral limb of one patient with a small terminal aorta, highlighting that it is important to anticipate complications and perform preventive procedures with a detailed understanding of the IFU criteria for the ibe.

Manufacturer narrative:
(B)(4).